Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 there was a malfunction with the laser system. Per the customer, initially there was no fault found with the console touch screen; however, when the screen was turned a certain direction it cut out. No failure mode or joules could be noted as the screen failed. The customer was unable to continue with the procedure. The procedure was canceled due to the technical fault with the console.

Manufacturer narrative:
A manufacturer field service engineer performed a quality inspection and discovered that the customer's display screen had intermittent errors (actual errors not stated).